Event description:
It is reported that a 4.0mm x 30mm resolute integrity otw drug eluting stent was implanted in a patient 14 days post its expiration date. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: shelf life exceeded. Failure to follow instructions (recommended that the shelf life be verified prior to use). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: failure to follow instructions (recommended that the shelf life be verified prior to use). No device failure. User error contributed to event (recommended that the shelf life be verified prior to use). (B)(4).